Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported by the customer the tubing of the infusion set cracked and caused leakage of solution. Additional information provided via medwatch, "it was brought to out attention that the tubing on the becton dixon medical powerloc max power injectable infusion set was cracked at the y connection site causing leakage of solution."